Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported that the pump was coming through the patient¿s skin; the pump was visible from the pocket. The device was explanted. No diagnostic testing was required. There were no patient symptoms, and the status at the time of the report was alive with no injury. The pump system was being used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.